Manufacturer narrative:
Internal file number: (B)(4). Evaluation summary: the device was returned for analysis. The reported difficult to position, peeling and physical property issue were unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the final report, additional information was provided. The bmw universal ii guide wire became stuck with an unspecified device during use. No additional information was provided.

Manufacturer narrative:
Device codes: 1528 labeled. Internal file number - (B)(4). Additional information: device code 1528 was added. Evaluation summary: the device was returned for analysis. The reported difficult to remove was unable to be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during use of a 190 cm balance middleweight (bmw) universal ii guide wire there was resistance with a guiding catheter during advancement, peeling and an overall dissatisfaction with the guide wire. It was confirmed under fluoroscopy that there was no foreign material left inside the patient. A non-abbott guide wire was then used to successfully complete the procedure. There were no adverse patient effects reported. There was no clinically significant delay in the procedure. No additional information was provided.